Event description:
It was reported to philips that the customer was unable to acquire images due to an image disk problem. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was in clinical use at the time of the reported event and the procedure was aborted. A philips remote service engineer (rse) connected with the customer remotely and repaired the database which resolved the reported issue. A philips field service engineer (fse) inspected the system onsite and was informed by the customer that the error had not reoccurred since the date of event. However, as a proactive measure, the fse replaced the image processing pc (ippc) and its hard disks. After the replacements, the system was returned to use in good working condition. The ippc was returned for further analysis and no failure was observed. The codes were updated based on the investigation outcome.